Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2018-10-2019, product type: implantable neurostimulator. See also manufacturer¿s report # 3004209178-2018-16529 for the patient¿s previous device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was having a problem as they fell again 2 days ago ((B)(6) 2019) and wanted to have their devices checked to make sure were on and okay. With assistance, it was determined the stimulation was on for both of their devices (right side at 6.2 volts, left side at 4.0 volts). They did not want to make any therapy changes at the time of report. The patient also reported that they had a lot of problems, that they had a fall, and had problems with urinating. They stated that they had the device for utis and noted that the device had helped with that issue but that they had been urinating more often. This caused them pain because they needed to use the restroom. The patient stated that their healthcare professional (hcp) told them the pain and urination was related to their ic and not the device. The patient indicated that the device had helped them by 50% or greater, but its not 100%. They stated that they often had these issues and some days were better than others, and sometimes medication helped. When asked when the pain and urination started, the patient indicated that it was ¿on and off¿ and mentioned, sometimes, being ¿nervous causes these issues as well¿. The patient further stated that the device was great and thankful that they did not get infections any more. They mentioned they had issues in the past but when asked to clarify, the patient just answered ¿on and off¿ and that the ic issues caused them all kinds of problems. It was noted that the patient was seeing a new physician for the issues. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that they saw a physician¿s assistant (pa) at their new health care physician (hcp) office the day prior to the call because the therapy still wasn¿t working. The patient said that the pa made some adjustments however after awhile the patient said that the stimulation started to feel too strong in the ¿crack¿ in their ¿rear end,¿ and they would like to decrease the setting however they didn¿t use the patient programmer very often and would like instructions. Basic functionality was reviewed with the patient and the patient was able to connect with an antenna and decrease the setting. The patient stated however that they did not know if it felt any better as it had been uncomfortable since the day prior to the call. Patient services reviewed the option of decreasing more or turning the stimulation off however the patient decided that they would wait awhile at the lower setting to determine if they started to notice a difference or not. The patient stated that they would decrease the setting more but wanted to wait to determine the results and their next step. The patient was directed to notify their pa of the change that the patient noted. There were no further complications reported.